Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 under general anesthesia due to the patient needing constant MRI for non-device related issues and poor performance with the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicates device failure.